Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the patient was pre-operatively diagnosed with degenerative disc disease, l3-l4, l4-l5. Grade I degenerative spondylolisthesis, l4-l5 with instability. Lumbar spinal stenosis, l4-l5, l3-l4. Status post 3 prior lumbar decompressive procedures, complicated by postoperative staphylococcal infection. Low back pain, radicular left leg pain and underwent the following procedures: lumbar decompression, l3, l4, l5. Bilateral posterolateral instrument fusion from l3 to l5 with pedicle screw instrumentation and autologous iliac crest bone graft and a small bmp kit. Harvesting of left posterior iliac crest bone graft. As per op-notes,¿ I used a small bmp kit. Eight small tacos were made with cancellous autograft. These were placed within the lateral gutters bilaterally at l3-l4 and l4-l5 over the decorticated transverse processes and pars. The remaining cancellous bone was then placed in the posterolateral gutters from l3 to l5 bilaterally followed by placement of cortical matchsticks.¿ the patient tolerated the procedure well without any intraoperative complications.